Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported by dr. (B)(6) that the patient was implanted an unknown cbs screws high compression on unknown date. The surgeon alleged that after farefoot surgeries he had performed, the patient had "unclear reaction" . The "unknown reactions" disappeared approximately 2 days after a revision surgery was performed. The products were handed over to the patient.

Manufacturer narrative:
The evaluation of the provided information has been made available. As no lot numbers were provided for the devices, the device history records could not be reviewed. The compatibility check could not be performed as no product information was provided. Review of incoming information: it was reported that dr. (B)(6) experienced post-operative unclear reactions (before was reported as infections) in 7 patients after forefoot surgeries, which included normed cbs screws high compression 3.9. It is reported that the "unclear reaction" disappeared 2 days after product explantation. He stated that none of those cases could be directly connected to the occured reaction to our implants. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) was unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Zimmer (B)(4) considers this case as closed. (B)(4).